Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number: (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation the aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. It is unclear as to what caused the perforation, however, it was likely due to the waterjet and the patient's atypical anatomy. Based on the review of the information provided, plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware post aquablation therapy during hemostasis, that the patient's bladder was perforated. Precautions were made as the patient had a large intravesical median lobe and asymmetrical bladder. Due to this, the median lobe was not fully treated which required additional resection with a loop and the perforation was not noticed until after this. Despite the observation, the treating surgeon was not concerned and proceeded with continuous bladder irrigation (cbi) and determined everything was well. Hours later after the procedure, procept was notified by the treating surgeon that the patient's bladder had distended due to the perforation and a CT scan was performed. The patient is recovering in the hospital and is doing fine. It is unclear as to what caused the perforation, however, it was likely due to the waterjet and the patient's atypical anatomy. No malfunction of the aquabeam robotic system was reported.